Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
While the patient was in the hospital being monitored for an unrelated issue, approximately every hour, six beats of atrial sensing were observed with no ventricular pacing and a loss of capture. Technical support (ts) suspected the issue was due to the right ventricular (rv) autocapture threshold search with evoked response oversensing and no back-up pulse delivery. Ts recommended turning off rv autocapture to resolve the issue. No intervention was performed at this time. The patient was stable.